Event description:
Info received indicates the head function runs up unintentionally on the bed. The tech has isolated the siderails, but the problem remains.

Manufacturer narrative:
Repairs have not been completed.